Event description:
It was reported that there were exposed bare wires on the power cord due to damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.